Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a g7 cgm, with a confirmatory fingerstick of 283 mg/dl, no insulin-delivery alarms, and no observed infusion set leaks; the user was guided to change the infusion set and supplies, after which glucose values began to decline. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia without hospitalization. Investigation included user interview, review of cgm and fingerstick information, and product-use troubleshooting focused on infusion set function and insulin delivery continuity. Investigation of this case revealed no device alarms or confirmed hardware malfunction, and the event was consistent with hyperglycemia of unclear origin despite set replacement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.